Event description:
It was reported that the patient was scheduled for a revision surgery of the inflatable penile prosthesis due to suspected fluid loss. Additional information received indicated the patient had the inflatable penile prosthesis removed and replaced with a new inflatable penile prosthesis. Further information received indicated there was an obvious, visible hole in the reservoir. This revision surgery went without complication.

Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both cylinders had wear at folds in cylinder body; no leaks were found. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed activation test. Product analysis was unable to confirm the reported events related to fluid loss, but identified pump failed activation test.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. There was an obvious, visible hole in the reservoir. A new inflatable penile prosthesis was implanted. This revision surgery went without complication.